Event description:
Paramedics responded to a person, condition unknown. The patient was connected with ECG and defib electrodes. According to the report, leads were lost and the monitor screen displayed "---." The user pressed advisory to display paddles on the monitor. A decision to initiate pacing resulted in the display to switch to lead ii, which still displayed "---." The report shows that the user repeated this scenario, which again returned the display to dashed lines. The report shows the user then swept through the leads unitl the patient's rhythm displayed on lead I. At that time, the device alarmed and the service light illuminated. The device continued to pace the patient until pacing was stopped and the patient was determined to be in a shockable rhythm. Two shocks were delivered but the patient was not resuscitated. The reporter said the 2nd shock only charged to and delivered 200 joules but the device is configured to a 2nd shock of 300 joules. The reporter indicated the alleged device malfunction did not cause or contribute because the patient was not viable.